Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the plunger could not be pushed all the way down so that the collar went towards the body and only one suture came out of the device. The same issue occurred with two prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed to the returned device. The reported suture retrieval issue was observed as a link separation. The reported mechanical jam of the plunger could not be confirmed due to components not returned. However, a proxy plunger was fully deployed with no resistance noted. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to mechanical jam of the plunger and suture retrieval issue include but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The reported suture retrieval issue was observed as a as a link separation which likely the result of the reported mechanical jam of the plunger. The unexpected medical intervention appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot # updated from 4032441 to 4051641.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the plunger could not be pushed all the way down so that the collar went towards the body and only one suture came out of the device. The same issue occurred with two prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.